Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media that she experienced a severe low blood glucose event. Customer's blood glucose was 41 mg/dl and she stated she had to eat a lot to treat.